Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: b3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: b3.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary ==> according to the information received, ¿revision total hip replacement - corail pinnacle head and liner exchange for dislocation. Neutral 50/32poly and ceramic 32+1 removed. Pinnacle dual mobility liner, bimentum 43/22.225 liner and 22.225+4 metal head implanted. Surgeon satisfied with stability of new construct¿ the product was not returned to depuy synthes, however photos were provided for review. See attachment, "(B)(4) source data with image". Review of the photographic evidence revealed that the altrx neut 32idx50od presents holes on the outer surface, consistent with removal damage. The radiological images does not represent a dislocation, the position of the femoral head can be observed centered regarding the acetabular cup. However, based on the observed condition of the involved ceramic head the dislocation event can be confirmed. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device [122132050 / jt8727] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the altrx neut 32idx50od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot ==> a manufacturing record evaluation was performed for the finished device [122132050 / jt8727] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revision total hip replacement - corail pinnacle head and liner exchange for dislocation. Neutral 50/32poly and ceramic 32+1 removed. Pinnacle dual mobility liner, bimentum 43/22.225 liner and 22.225+4 metal head implanted. Surgeon satisfied with stability of new construct. Patient status/ outcome / consequences, yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Dislocation. Revision surgery., was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe revision surgery. Implant exchange., is the patient part of a clinical study unknown, ip-01964636 device property of none, device in possession of none, ip-01964637 device property of none, device in possession of, none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.